Event description:
It is alleged that the patient received a cook gunther tulip filter on circa 2005. Patient alleges "tilt", "vena cava perforation", "fracture", "organ perforation", "one posterior strut perforate the ivc wall and contacts the right psoas muscle", "tight pains/twinges in chest which causes left hand numbness", "chest pain", "back pain".